Event description:
The dentist reported that one month after the dental implant was installed in intraoral region #4, it was verified its' non osseointegration. 10-15 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type iii).the implant was carried out immediately, the patient presented infection.